Manufacturer narrative:
(B)(4). Date sent: 11/25/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9az61, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic low anterior resection procedure, during resection of the rectum, gst60g was loaded into psee60a and used, but the knife stopped on the way at the 1st firing. Since the knife reverse switch was used, but the knife did not return. So, it was suspected the battery, and a new device (pve35a) was opened to get the battery, but it still did not move. Reluctantly, the manual override lever was used to release the knife, and recovered. It was assumed that the device locked out for some reason. The cartridge color was green. Another competitive device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 d4 batch #221c43 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with one tyvek, with a gst60g reload not loaded and an open package. The reload was received partially fired and inside a plastic bag. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 221c43, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2024. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.